Manufacturer narrative:
(B)(4). Year of birth: 1953. Concomitant medical products: (B)(4) stemmed tibial component, (B)(4) articular surface. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01043. 0001822565 - 2022 - 01042.

Event description:
It was reported the patient underwent initial knee arthroplasty. Subsequently, the patient is experiencing high levels of pain and a severe limp approximately 10 year post implantation. Off label cement was used during the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g4)-femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.